Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a total abdominal hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary problems, and bowel problems. It was reported that the patient underwent removal of sling tape on (B)(6) 2007 due to outlet obstruction from tight sling tape and recurrence of pelvic organ prolapse. No additional information was provided.(B)(4).

Manufacturer narrative:
Date sent to FDA: 06/15/2016. It was reported that following insertion the patient experienced urinary tract infection, mixed incontinence and urinary urgency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection, mixed incontinence and urinary urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency.